Event description:
Customer reported erroneous differential test results were obtained for multiple pts while using the coulter lh 750 hematology analyzer. The test results were flagged with an instrument generated message. Erroneous test results were reported out of the lab. Corrected reports were issued. No reports of death or serious injury, and no affect to the pt treatment as a result of this event. This event represents event 5 of 10 events reported by this customer.

Manufacturer narrative:
The instrument was within quality control specifications with respect to controls and reproducibility. Controls were run daily. Controls were run before and after this incident. The instrument's sensitivity was set at [2002] which is mid-level for all settings except imm ne 1, which is set to the off position. Note: imm ne 1 is a flag for suspect immature neutrophils, primarily bands. Service info was not provided. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR represents event 5 of 10 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-01107, 01108, 01109, 01110, 01112, 01113, 01114, 01115, 01116.